Event description:
It was reported that the patient has had recurrent emergency backup battery (ebb) fault alarms. The ebb had been replaced with a new one in (B)(6) 2024, but the alarms occurred again. The log files were reviewed and confirmed the reported ebb faults. It appeared the alarm was due to a failed load test. The pump appeared to be operating within normal parameters. The system controller was exchanged and resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6) . The event log files collectively contained approximately 2 days of relevant information ((B)(6) 2024 to(B)(6) 2024 per timestamp). At the onset of the event data, a backup battery fault alarm was observed to be active due to the battery not passing the load test. The voltage conditions associated with the load test not passing could not be determined, as the alarm¿s initial activation had been overwritten by newer information. Based on the periodic data, it appeared that the alarm first activated sometime between 3:49:20 and 4:49:20 on (B)(6) 2024. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault alarm remained active until the controller was exchanged and shut down. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.